Manufacturer narrative:
Date of event: date of event is estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a vessel puncture closure of an unknown vessel using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the plunger was pressed with great force and no connection was made between the needle and the thread, which was noticed during step 3. The sutures of two new prostyle were successfully pre-placed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported this was a vessel puncture closure of an unknown vessel using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the plunger was pressed with great force and no connection was made between the needle and the thread, which was noticed during step 3. The sutures of two new prostyle were successfully pre-placed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was received: it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 14f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The mechanical jam could not be confirmed due to the condition of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the mechanical jam cannot be determined. The subsequent treatment is related to the circumstances of the procedure. Analysis of the returned device indicated scoring on the needle tip and when a proxy plunger was inserted the posterior needle tip ejected normally. Thus, analysis indicates the posterior needle tip was prevented from ejecting due to a restriction in front of the tip. It is possible, the posterior needle was deflected onto the posterior foot at an angle preventing it from entering the cuff and preventing full deployment of step 2. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.